Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient was admitted to the hospital after syncope and a fall with a pacing pause of 2-3 seconds. The physician adjusted the rv sensing as he felt it was too low for a dependent patient. Device remains implanted.